Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces,¿ "material sensitivity reactions," ¿early or late postoperative, infection, and allergic reaction,¿ ¿inadequate range of motion,¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2013-05626 / -05628).

Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2012, due to patient allegations of pain, inflammation, dysfunction, lack of mobility and range of motion, fluid build-up, damage to surrounding bone and tissue, elevated metal ion levels, and metallosis. No additional information has been received. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2012, due to patient allegations of pain, inflammation, dysfunction, lack of mobility and range of motion, fluid build-up, damage to surrounding bone and tissue, elevated metal ion levels, and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in revision operative report notes presence of dark-stained fluid consistent with metal-on-metal wear, synovitis hypertrophy with metal staining, and osteolytic membrane and cavitary defects behind the shell. The cup and head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.